Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. Unit was downloaded successfully using thump software. No relevant alarms noted in history download review to confirm complaint codes. Unit was programmed with test guardian 3 link and test plug simulator. Unit communicated properly with glucose sensor simulator and display the calibrate your sensor alarm properly after completion of the warmup. A calibration value was manually entered, and unit display the programmed value properly on the display graph. No sensor anomalies were noted. Pump sensors feature and auto mode connection are working properly. Proceeded with cutting the unit open and performed a visual inspection on connectors and electronic assemblies. All connectors were plugged in properly including internal and external battery connectors. However, moisture damage was noted on electronic assembly. Unit received with battery tube threads - cracked, cracked case-corner of belt clip rails, scratched case and cracked case (battery tube). In conclusion, customer allegations for sensor anomalies and no delivery/occlusion alarm were not confirmed during testing. Unit and sensor communicated properly during testing. No unexpected alarms or anomalies noted during testing. During deconstructive analysis, moisture damage was noted on electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an insulin flow block alarm, loss of communication between pump and the transmitter and low battery alert on transmitter. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-332a, mmt-242a, mmt-1884. Troubleshooting was performed for insulin flow block alarm and customer confirmed insulin did not exit tubing with manual push of reservoir plunger. It was confirmed that transmitter serial number was programmed in pump and the customer reported the transmitter battery did not last 7 days. No harm requiring medical intervention was reported. No product return is required for mmt-7841zn. No product return is required for mmt-332a. No product return is required for mmt-242a. The customer will discontinue the use of the device. Product return is required for mmt-1884.